Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted the fresenius technical service department on 04/16/2024 to report that a fluid was discovered during treatment (tx) complete - step 9 remove cassette on (B)(6) 2024. The patient was not connected during the incident, and fluid was not discovered in the pump module area or on the external of the cassette. The fluid leaked from the connection to the tube. There were no alarms/warnings prior or after the leak. The film on the back of the cassette is not loose. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported product complaint. The pdrn stated that the patient reported that on (B)(6) 2024 after treatment completion while removing the cassette from the cycler, at step 9 remove cassette; the patient reported that there was some moisture/fluid on the cycler set tubing when they opened the cycler door to remove the cassette. Per pdrn the patient stated that there was some moisture on the cycler set cassette tubing and on the bottom of the cycler cart. The pdrn stated that the patient did not report any leaks coming from the solution bag itself but from the cycler set tubing. The pdrn stated that the patient stated that his catheter port connection was dry and that only the cycler set tubing to the cycler had some moisture on the outside. The pdrn was not able to confirm if the leak was coming from the cycler set connection to the solution bag but stated that since the patient had completed their cycler treatment, they don¿t believe it was coming from the solution bag connection, since they would¿ve noticed any leaks during treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous cycling peritoneal dialysis (ccpd). The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics and confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn was not able to confirm sample availability of the cycler set used by the patient on the day of the reported event. Per pdrn the patient uses 1.5% solution 3l and 6l; however, was not able to confirm which solution bag the patient was using on the day of the reported event. The pdrn confirmed that the patient is continuing treatment on the cycler without reoccurrence of the reported event.

Event description:
A peritoneal dialysis (pd) patient contacted the fresenius technical service department on (B)(6) 2024 to report that a fluid was discovered during treatment (tx) complete - step 9 remove cassette on (B)(6) 2024. The patient was not connected during the incident, and fluid was not discovered in the pump module area or on the external of the cassette. The fluid leaked from the connection to the tube. There were no alarms/warnings prior or after the leak. The film on the back of the cassette is not loose. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported product complaint. The pdrn stated that the patient reported that on (B)(6) 2024 after treatment completion while removing the cassette from the cycler, at step 9 remove cassette; the patient reported that there was some moisture/fluid on the cycler set tubing when they opened the cycler door to remove the cassette. Per pdrn the patient stated that there was some moisture on the cycler set cassette tubing and on the bottom of the cycler cart. The pdrn stated that the patient did not report any leaks coming from the solution bag itself but from the cycler set tubing. The pdrn stated that the patient stated that his catheter port connection was dry and that only the cycler set tubing to the cycler had some moisture on the outside. The pdrn was not able to confirm if the leak was coming from the cycler set connection to the solution bag but stated that since the patient had completed their cycler treatment, they don¿t believe it was coming from the solution bag connection, since they would¿ve noticed any leaks during treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous cycling peritoneal dialysis (ccpd). The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics and confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn was not able to confirm sample availability of the cycler set used by the patient on the day of the reported event. Per pdrn the patient uses 1.5% solution 3l and 6l; however, was not able to confirm which solution bag the patient was using on the day of the reported event. The pdrn confirmed that the patient is continuing treatment on the cycler without reoccurrence of the reported event.

Manufacturer narrative:
Correction: h6 (device component code) additional information: d9, h3 plant investigation: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.